Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dmp system. During a patient exam, it was reported that x-ray was blocked by the fd. The fd turned off due to a cooling unit error. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, failure of the power supply of the fd (flat detector) was identified during startup of the system. This failure is due to a continued switch off of the system via the room emergency power off instead of the system main switch. Since 2014, a power supply is used for new systems as well for repairs. This power supply was modified in a way to provide an increased conservation against system failure after power down via the room emergency switch off. Generally, the system should be switched off via the system main switch and is described accordingly. When the system is switched off in this manner, there is controlled power upon restart and the fd remains in standby mode. Additionally, the operating temperature is maintained and immediate operation is possible right after restart. The affected component was exchanged and the problem did not recur. The system has been returned to clinical operation and no further actions are considered at this time.